Event description:
It was reported that the customer experienced high blood glucose levels due to her insulin pump. The customer's blood glucose level was reported at 451 mg/dl which was treated manually by the customer. The customer was walked through trouble shooting and understood to call back when she had all the materials necessary to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.